Event description:
The customer reported via phone call that the numbers on the insulin pump were ramping. The customer's blood glucose was unknown. The customer stated that the insulin pump was not exposed to moisture. The customer was advised to discontinue use of the insulin pump and revere to a back-up plan. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces and all of the buttons functioned properly. No unexpected numbers ramping during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.